Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was connected to the simulator and during the balloon test the system prompted that automatic inflation was complete but could not continue counterpulsation. The device was not used on patients and did not cause any personal.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6, h11. Corrected fields: h6 (component codes, investigation conclusions).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was connected to the simulator and during the balloon test the system prompted that automatic inflation was complete but could not continue counterpulsation. The device was not used on patients and did not cause any personel injury.

Manufacturer narrative:
Corrected fields: b5 and h6-(medical device problem code, component code). Updated fields: b4, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the drive valve group, the device has passed the pre-use inspection and all factory-specified performance and safety index tests. Can be used clinically. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of the device not pumping and the k7/k8 valve not working. The fat performed a visual inspection and found k7 and k8 were extremely loose. This could cause issues during pumping. Confirmed the part is faulty. Retaining the part in the failure analysis and testing department per procedure. As per the cardiosave dfmea, the probable root cause for the part ¿drive manifold assembly¿ is ¿component reliability¿.